Manufacturer narrative:
Bci cts (customer technical support) instructed the customer to verify that access priority mode was off and to shutdown the cta and run the system in independent mode. A field service engineer (fse) went on-site and found that drain tubing from wash station was kinked. Fse rerouted the tubing and the leaking issue was resolved.

Event description:
A customer contacted beckman coulter inc. (Bci) stating closed tube aliquotter (cta) overflow bottle was overflowing. No injury was reported and no erroneous results were generated.